Event description:
In 2003, the manufacturer (MFR) received five (5) boxes (1 unit @ box) of product from the facility. The po stated, returning due to low usage. Upon opening the carton containing the five (5) boxes, one of the boxes had a plastic bag attached to it. A vile containing a valve was inside the plastic bag, and "needle broke" was written on the plastic bag. After several attempts to obtain additional info regarding the device in question (by telephone and written communication), the MFR's rep received a faxed report from the facility's lpn, or materials that states the following: "needle tip broke off in device", device explanted. The report also states the device was replaced with a new one; however, the date of event/implant, pt ID# physician's name address etc. Were not provided no further details are available.